Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects. There is a scratch on implant threads and a portion of mount is still attatched.

Event description:
Implant was mobile failed to osteointergrate.